Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of bent grips. The instrument was found to have a severely twisted grip, causing vertical misalignment of the grips. There was a 0.098¿ offset at the tips. The root cause of bent-severely instrument grips -tips is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. Additional observation not reported by site: the conductor wire insulation was damaged on the distal end. The insulation does not exhibit thermal damage. The insulation is lifted with no pieces missing. The conductor wire is slightly exposed, but no wires are physically damaged. The instrument passed the electrical continuity test. The root cause of damaged conductor wire insulation is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps instrument (471205-17/k11220620) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had bent tips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.